Event description:
A discordant low immulite 2500 ipth result was generated on one patient sample (which was consistent with previous ipth results). The physician submitted a sample from the same patient to a second laboratory to be repeated on an alternative platform where higher results were obtained. Another aliquot of the original sample was also run on an advia centaur and the results matched the data from the alternative platform there is no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens global support specialist evaluated the immulite 2500 instrument data. After analyzing the instrument data, the global product specialist determined that the cause of the discordant ipth is unknown. The instrument is performing within specifications. No further evaluation of the device is required.